Event description:
Dr. Inserted novasure to do endometrial ablation. The balloon failed to inflate. The surgeon tried three times with no success. Another novasure was opened and used. Equipment was saved and given to a manager.